Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A conclusive cause for the reported pericardial effusion and the relationship to the product, if any, cannot be determined. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). One mitraclip ntr was implanted reducing mr grade to 0-1. After the clip delivery system was removed, a pericardial effusion was noted. Pericardiocentesis was performed and 10 ml of fluid was drained. The heparin was reversed with medication and the patient was stable. The cause of the pericardial effusion is unknown, but there was difficulty with imaging. The imaging challenge was not due to the mitraclip device itself. No additional information was provided.